Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No frozen screen noted during testing. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Programmed device with the current time and date and monitored for one day. No unexpected time gain or loss noted during monitoring period. The time and date function is performing properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly and frozen display. The customer¿s blood glucose level was 97 mg/dl. The customer reported that the buttons were not responding. Customer was unable to clear the pump errors, power loss alarm. It was reported that the frozen display as recurring. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.